Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of stent premature deployment.

Event description:
It was reported to boston scientific corporation on (B)(6) 2023 that a wallflex biliary fully covered rmv stent was to be implanted to treat a stricture in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2023. The patient's anatomy was not tortuous and was not dilated prior to stent placement. During the procedure, when the stent was deployed, the handle broke. Subsequently, the stent prematurely deployed and was removed with forceps. The procedure was completed with another wallflex biliary stent. There were no patient complications reported as a result of this event.